Manufacturer narrative:
Analysis results: product was not returned for analysis to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. Customer contact phone number was not provided.

Event description:
The consumer alleged that their protectiveclean power toothbrush metal tip came off during use. No injury and no property damage were reported.